Event description:
It was reported that during routine device replacement procedure. The pulse generator exhibited an inappropriate decreased rate. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal battery depletion.